Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all manipulated and assessed, and all were functional with no anomalies noted. Visual observation showed the distal end of the inner shaft to be kinked, which is consistent with damage during use. Due to the damage on the delivery system, functional testing was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During device preparation, the micro-adjustment wheel was required to close the gap between the valve and valve capsule. During the procedure, while deploying the valve, incomplete stent opening was observed. The valve was partially re-sheathed and re-deployed, however the valve still had incomplete stent opening. The valve was pulled down into the descending aorta to fully re-sheath, however the valve was unable to be fully re-sheathed. The micro-adjustment wheel was utilized however the gap remained. The valve and delivery system were removed from the patient. A new 35mm navitor vision valve was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable. The user believed the valve expanded non-uniformly due to calcium.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During device preparation, the micro-adjustment wheel was required to close the gap between the valve and valve capsule. During the procedure, while deploying the valve, incomplete stent opening was observed. The valve was partially re-sheathed and re-deployed, however the valve still had incomplete stent opening. The valve was pulled down into the descending aorta to fully re-sheath, however the valve was unable to be fully re-sheathed. The micro-adjustment wheel was utilized however the gap remained. The valve and delivery system were removed from the patient. A new 35mm navitor vision valve was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable. The user believed the valve expanded non-uniformly due to calcium.